Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported on the pt's neurostimulator and she could not adjust their stimulation following right hip replacement surgery. It was noted that the stimulation was turned off prior to the surgery. Add'l info was requested.